Manufacturer narrative:
The insulin pump was received with normal operating currents. It was monitored for several days and the device alarmed failed battery test during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported high blood glucose of 486 mg/dl; she had not treated. Customer reported the insulin pump has a crack on the upper right hand corner and the up arrow button. Device was probably hit on the door. Customer also stated that the devise is not accepting the batteries; it alarmed failed battery test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.